Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 17-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen, getting worse and worse") and pelvic pain ("chronic pelvic right pain") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included parity 3. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("implanted right tube, unable to implant left tube"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel") with rash, amenorrhoea ("she was not experiencing periods"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs") and endometriosis ("endometriosis flagged as possible cause of pain") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with analgesics, leuprorelin acetate (prostap) and surgery (endometrial ablation and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, abdominal distension, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, complication of device insertion, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, amenorrhoea, dysmenorrhoea, endometrial ablation, endometriosis, irritable bowel syndrome and malaise with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, complication of device insertion, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2013 the patient underwent implantation of the essure device. Due to intra-operative complications, she was advised that the procedure had not been successful (right tube implanted, failure to implant left tube) and that she would need to undergo complete sterilization. In (B)(6) 2013, laparoscopic sterilization was performed uneventfully, no need to follow up. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods due to an ablation procedure. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered in (B)(6) 2017 that the essure device fitted in (B)(6) 2013 had been left in situ when she was sterilised with the clips. She was reassured that essure was not the cause of her pain and was treated with prostap in (B)(6) 2017. She was unable to tolerate this treatment and was taking hormone replacement therapy. She eventually underwent a hysterectomy (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out. X-ray - in 2016: unidentified object. Most recent follow-up information incorporated above includes: on 17-may-2019: this record was detected to be a duplicate to case# (B)(4) (legacy case # 2951250-2019-01924) which will be deleted after all information was transferred to this record (B)(4), which will be retained. New: consumer's address was amended, exact birth date added (42 years old at start of events (prev: 43 yrs). Reporter lawyer was added. Essure was inserted on (B)(6) 2013 (prev: (B)(6) 2013), it was removed with hysterectomy on (B)(6) 2017. Remedial drug added: leuprorelin acetate (prostap). Events added: abdominal pain (replaced incident dysmenorrhea due to permanent pain - period pain coded separately), abdominal discomfort, amenorrhea, irritable bowel syndrome, endometriosis, endometrial ablation. Comment on event course added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen, getting worse and worse') and pelvic pain ('chronic pelvic right pain / localized pain') in a 42-year-old female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis (hospitalized) on (B)(6) 2012, dyspepsia in 2008, duodenitis in 2008, endometriosis in 2001, polycystic ovaries in 1999, ovarian cyst in 1997, parity 3, pelvic pain female, menorrhagia (40 years history), painful periods (40 years history), gastritis, dermatitis contact and tobacco user. Previously administered products included for menorrhagia: norethisterone; for contraception: mirena from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: nova t in 2010. Concurrent conditions included endometrial ablation (novasure, for menorrhagia) since (B)(6) 2013, mood swings since (B)(6) 2013, irritable bowel syndrome since (B)(6) 2012 and uterine anteflexion. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("implanted right tube, unable to implant left tube"), 14 days after insertion of essure. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy / bloating"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel") with rash, amenorrhoea ("she was not experiencing periods"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis flagged as possible cause of pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems"), underwent endometrial ablation ("endometrial ablation") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, leuprorelin acetate (prostap) and surgery (laparoscopic assisted subtotal hysterectomy, bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, complication of device insertion, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown and the pelvic pain, abdominal distension, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, amenorrhoea, bladder disorder, dysmenorrhoea, endometrial ablation, endometriosis, genital haemorrhage, hormone level abnormal, hypersensitivity, irritable bowel syndrome, malaise and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, complication of device insertion, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Laparoscopy bilateral filshie clip occlusion of the tubes in (B)(6) 2013 was uneventful. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods due to an ablation procedure. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered in (B)(6) 2017 that the essure device fitted in (B)(6) 2013 had been left in situ when she was sterilised with the clips. She was reassured that essure was not the cause of her pain and was treated with prostap in (B)(6) 2017. She was unable to tolerate this treatment and was taking hormone replacement therapy. She eventually underwent a hysterectomy on (B)(6) 2017. Doctor understands that patient's pain is more likely to be due to endometriosis diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016. Findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Investigation - on an unknown date: various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out. Laparoscopy - on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morcellator peritoneal biopsy from left ovarian fossa. Ultrasound pelvis - on (B)(6) 2012: normal appearances of anteverted uterus measuring 62 x 3 7 x 4 5 mm - endometrial thickness - 4. 3 mm.· both ovaries were seen and appear normal. X-ray of pelvis and hip - on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally.. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: b09704 manufacturing date: 2013/03 expiration date: 2016/03/31. Most recent follow-up information incorporated above includes: on 1-mar-2021: the insertion date of the essure was updated, new reporter (lawyer), new adverse events (allergy symptoms, heavy/ abnormal bleeding, hormonal problems,psychological/psychiatric problems, urinary/bladder problems) and new as reported (bloating, localized pain) were provided. The outcome for the adverse events: allergy symptoms, bloating, fatigue, heavy/abnormal bleeding, hormonal problems, localized pain, psychological/psychiatric problems, urinary/bladder problems were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen, getting worse and worse') and pelvic pain ('chronic pelvic right pain') in a 42-year-old female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis (hospitalized) on (B)(6) 2012, dyspepsia in 2008, duodenitis in 2008, endometriosis in 2001, polycystic ovaries in 1999, ovarian cyst in 1997, parity 3, pelvic pain female, menorrhagia (40 years history), painful periods (40 years history), gastritis, dermatitis contact and tobacco user. Previously administered products included for menorrhagia: norethisterone; for contraception: mirena from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: nova t in 2010. Concurrent conditions included endometrial ablation (novasure, for menorrhagia) since (B)(6) 2013, mood swings since (B)(6) 2013, irritable bowel syndrome since (B)(6) 2012 and uterine anteflexion. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("implanted right tube, unable to implant left tube"). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel") with rash, amenorrhoea ("she was not experiencing periods"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs") and endometriosis ("endometriosis flagged as possible cause of pain") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with analgesics, leuprorelin acetate (prostap) and surgery (laparoscopic assisted subtotal hysterectomy, bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, abdominal distension, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, complication of device insertion, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, amenorrhoea, dysmenorrhoea, endometrial ablation, endometriosis, irritable bowel syndrome and malaise with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, complication of device insertion, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Laparoscopy bilateral filshie clip occlusion of the tubes in (B)(6) 2013 was uneventful. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods due to an ablation procedure. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered in (B)(6) 2017 that the essure device fitted in (B)(6) 2013 had been left in situ when she was sterilised with the clips. She was reassured that essure was not the cause of her pain and was treated with prostap in (B)(6) 2017. She was unable to tolerate this treatment and was taking hormone replacement therapy. She eventually underwent a hysterectomy on (B)(6) 2017. Doctor understands that patient's pain is more likely to be due to endometriosis diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016 findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Investigation - on an unknown date: various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out. Laparoscopy - on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa. Ultrasound pelvis - on (B)(6) 2012: normal appearances of anteverted uterus measuring 62 x 3 7 x 4 5 mm - endometrial thickness - 4. 3 mm. Both ovaries were seen and appear normal. X-ray of pelvis and hip - on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: b09704; manufacturing date: 2013/03; and expiration date: 2016/03/31. Most recent follow-up information incorporated above includes: on 23-feb-2021: with follow up received via lawyer, this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-15873) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporters (lawyers, physicians) added. Medical history added (previously only para 3 reported). Concomitant drug depo provera added. Test results added (x-ray, CT scan, laparoscopy). Essure batch number added. Essure insertion date specified (B)(6) 2013. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('pain in abdomen, getting worse and worse') and pelvic pain ('chronic pelvic right pain/localized pain'). In a 42-year-old female patient who had essure (batch no. B09704), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: cholecystitis (hospitalized) on (B)(6) 2012, dyspepsia in 2008, duodenitis in 2008, endometriosis in 2001, polycystic ovaries in 1999, ovarian cyst in 1997, parity 3, pelvic pain female, menorrhagia ((B)(6) years history), painful periods ((B)(6) years history), gastritis, dermatitis contact and tobacco user. Previously administered products, included for menorrhagia: norethisterone; for contraception: mirena from b)(6) 2011 to (B)(6) 2012; for an unreported indication: nova t in 2010. Concurrent conditions included: endometrial ablation (novasure, for menorrhagia) since (B)(6) 2013, mood swings since (B)(6) 2013, irritable bowel syndrome since (B)(6) 2012 and uterine anteflexion. Concomitant products included: medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("implanted right tube, unable to implant left tube"), (B)(6) days after insertion of essure. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy/ bloating"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel") with rash, amenorrhoea ("she was not experiencing periods"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis flagged as possible cause of pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems"), underwent endometrial ablation ("endometrial ablation"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, leuprorelin acetate (prostap) and surgery (laparoscopic assisted subtotal hysterectomy, bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, complication of device insertion, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown. And the pelvic pain, abdominal distension, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, amenorrhoea, bladder disorder, dysmenorrhoea, endometrial ablation, endometriosis, genital haemorrhage, hormone level abnormal, hypersensitivity, irritable bowel syndrome, malaise and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, complication of device insertion, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia. And had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Laparoscopy bilateral filshie clip occlusion of the tubes in (B)(6) 2013 was uneventful. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods, due to an ablation procedure. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered in (B)(6) 2017 that the essure device fitted in (B)(6) 2013 had been left in situ when she was sterilised with the clips. She was reassured, that essure was not the cause of her pain and was treated with prostap in (B)(6) 2017. She was unable to tolerate this treatment. And was taking hormone replacement therapy. She eventually underwent a hysterectomy on (B)(6) 2017. Doctor understands, that patient's pain is more likely to be, due to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2017, indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016. Findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen. And pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading: mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise, no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Investigation: on an unknown date, various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out. Laparoscopy: on (B)(6) 2017, findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure. Routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa. Ultrasound pelvis: on (B)(6) 2012, normal appearances of anteverted uterus measuring 62 x 3 7 x 4 5 mm, endometrial thickness - 4. 3 mm. Both ovaries were seen and appear normal. X-ray of pelvis and hip: on (B)(6) 2017, pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip, as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium, which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally.. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number#: b09704, manufacturing date: 2013/03, expiration date: 2016/03/31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain in abdomen, getting worse and worse') and pelvic pain ('chronic pelvic right pain / localized pain') in a 42-year-old female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystitis (hospitalized) on (B)(6) 2012, dyspepsia in 2008, duodenitis in 2008, endometriosis in 2001, polycystic ovaries in 1999, ovarian cyst in 1997, parity 3, pelvic pain female, menorrhagia (40 years history), painful periods (40 years history), gastritis, dermatitis contact and tobacco user. Previously administered products included for menorrhagia: norethisterone; for contraception: mirena from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: nova t in 2010. Concurrent conditions included endometrial ablation (novasure, for menorrhagia) since (B)(6) 2013, mood swings since (B)(6) 2013, irritable bowel syndrome since (B)(6) 2012 and uterine anteflexion. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("implanted right tube, unable to implant left tube"), 14 days after insertion of essure. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy / bloating"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel") with rash, amenorrhoea ("she was not experiencing periods"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis flagged as possible cause of pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems"), underwent endometrial ablation ("endometrial ablation") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, leuprorelin acetate (prostap) and surgery (laparoscopic assisted subtotal hysterectomy, bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, complication of device insertion, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis and endometrial ablation outcome was unknown and the pelvic pain, abdominal distension, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved. The reporter provided no causality assessment for abdominal discomfort, allergy to metals, amenorrhoea, bladder disorder, dysmenorrhoea, endometrial ablation, endometriosis, genital haemorrhage, hormone level abnormal, hypersensitivity, irritable bowel syndrome, malaise and mental disorder with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, complication of device insertion, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Laparoscopy bilateral filshie clip occlusion of the tubes in (B)(6) 2013 was uneventful. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods due to an ablation procedure. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered in (B)(6) 2017 that the essure device fitted in (B)(6) 2013 had been left in situ when she was sterilised with the clips. She was reassured that essure was not the cause of her pain and was treated with prostap in (B)(6) 2017. She was unable to tolerate this treatment and was taking hormone replacement therapy. She eventually underwent a hysterectomy on (B)(6) 2017. Doctor understands that patient's pain is more likely to be due to endometriosis diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6) 2016, findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. Investigation - on an unknown date: various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out. Laparoscopy - on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa. Ultrasound pelvis - on (B)(6) 2012: normal appearances of anteverted uterus measuring 62 x 3 7 x 4 5 mm - endometrial thickness - 4. 3 mm.· both ovaries were seen and appear normal. X-ray of pelvis and hip - on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally.. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: b09704. Manufacturing date: 2013/03. Expiration date: 2016/03/31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 15-sep-2017. The most recent information was received on 01-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain in abdomen, getting worse and worse") and pelvic pain ("chronic pelvic right pain / localized pain") in a 42 year-old female patient who had essure inserted (lot no. B09704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("implanted right tube, unable to implant left tube" on (B)(6) 2013). The patient had a medical history of cholecystitis (hospitalized) in 2012, duodenitis and dyspepsia in 2008, endometriosis (laparoscopy and cautery to endometriosis on (B)(6) 2001), in 2001, polycystic ovaries in 1999, ovarian cyst in 1997 and vaginal bleeding, endometriosis, behavioural disorder, mental disorder, perineal pain, tobacco user, dermatitis contact, gastritis, painful periods (40 years history), menorrhagia (40 years history), pelvic pain female and parity 3. Previously administered products included: mirena for contraception, norethisterone for menorrhagia and nova t. Concurrent conditions were listed as endometrial ablation (novasure, for menorrhagia) and mood swings since 2013, irritable bowel syndrome since 2012 as well as uterine anteflexion. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for contraception since on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2014, she experienced abdominal pain (seriousness criteria medically important and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy / bloating"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015, she experienced pelvic pain (seriousness criterion medically important), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel / allergic or hypersensitivity reactions"), amenorrhoea ("she was not experiencing periods"), rash ("rash on her neck"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis flagged as possible cause of pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems") and dyspareunia ("dyspareunia"), was found to have hormone level abnormal ("hormonal problems") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with analgesics and prostap (leuprorelin acetate) as well as surgery (laparoscopic assisted subtotal hysterectomy, bilateral salpingectomy and endometrial ablation). At the time of the report, the pelvic pain, abdominal distension, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved. The outcomes for abdominal pain, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis, endometrial ablation and dyspareunia were unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dyspareunia, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals, rash, malaise, dysmenorrhoea, amenorrhoea, abdominal discomfort, irritable bowel syndrome, endometriosis, endometrial ablation, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Laparoscopy bilateral filshie clip occlusion of the tubes on (B)(6) 2013 was uneventful. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods due to an ablation procedure. In 2016, she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered on (B)(6) 2017 that the essure device fitted on (B)(6) 2013 had been left in situ when she was sterilised with the clips. She was reassured that essure was not the cause of her pain and was treated with prostap on (B)(6) 2017. She was unable to tolerate this treatment and was taking hormone replacement therapy. She eventually underwent a hysterectomy on (B)(6) 2017. Doctor understands that patient's pain is more likely to be due to endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2017: indication: right iliac fossa discomfort comparison with: report of CT ivu on (B)(6) 2016. Findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study. [Investigation] (date unknown): various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out [laparoscopy] on (B)(6) 2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morcellator peritoneal biopsy from left ovarian fossa [ultrasound pelvis] on (B)(6) 2012: normal appearances of anteverted uterus measuring 62 x 3 7 x 4 5 mm - endometrial thickness - 4. 3 mm.· both ovaries were seen and appear normal; on (B)(6) 2016: normal [x-ray of pelvis and hip] on (B)(6) 2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated on (B)(6) 2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, malaise, abdominal distension, endometrial ablation, abdominal pain, amenorrhoea, abdominal discomfort and myalgia. Lot number: b09704, manufacturing date: 2013/03, expiration date: 2016/03/31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. New event dyspareunia added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 15-sep-2017. The most recent information was received on 31-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("pain in abdomen, getting worse and worse"), pelvic pain ("chronic pelvic right pain / localized pain") and heavy menstrual bleeding ("menorrhagia") in a 42-year-old female patient who had essure inserted (lot no. B09704) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("implanted right tube, unable to implant left tube" on (B)(6)2013). The patient had a medical history of cholecystitis (hospitalized) in 2012, duodenitis and dyspepsia in 2008, endometriosis (laparoscopy and cautery to endometriosis in (B)(6)2001) in 2001, polycystic ovaries in 1999, ovarian cyst in 1997 and bladder inflammation, right upper quadrant pain, vaginal bleeding, endometriosis, behavioural disorder, mental disorder, perineal pain, tobacco user, dermatitis contact, gastritis, painful periods (40 years history), menorrhagia (40 years history), pelvic pain female and parity 3. Previously administered products included: mirena for contraception, norethisterone for menorrhagia and nova t. Concurrent conditions were listed as endometrial ablation (novasure, for menorrhagia) and mood swings since 2013, irritable bowel syndrome since 2012 as well as abdominal pain, dyspareunia and uterine anteflexion. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for contraception since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In 2014 she experienced abdominal pain (seriousness criteria medically important and intervention required), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy / bloating"), abdominal discomfort ("discomfort in abdomen") and fatigue ("crippling fatigue"). In 2015 she experienced pelvic pain (seriousness criterion medically important), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2017. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("period pain"), allergy to metals ("allergic to nickel / allergic or hypersensitivity reactions"), amenorrhoea ("she was not experiencing periods"), rash ("rash on her neck"), malaise ("seriously unwell"), irritable bowel syndrome ("ibs"), endometriosis ("endometriosis flagged as possible cause of pain"), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems") and dyspareunia ("dyspareunia"), was found to have hormone level abnormal ("hormonal problems") and underwent endometrial ablation ("endometrial ablation"). The patient was treated with analgesics and prostap (leuprorelin acetate) as well as surgery (laparoscopic assisted subtotal hysterectomy, bilateral salpingectomy, endometrial ablation and endometrial ablation). At the time of the report, the pelvic pain, abdominal distension, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder and bladder disorder had resolved. The outcomes for abdominal pain, abdominal discomfort, dysmenorrhoea, allergy to metals, amenorrhoea, headache, immunodeficiency, myalgia, fatigue, arthralgia, malaise, irritable bowel syndrome, endometriosis, endometrial ablation and dyspareunia were unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dyspareunia, fatigue, headache, heavy menstrual bleeding, immunodeficiency, myalgia and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals, rash, malaise, dysmenorrhoea, amenorrhoea, abdominal discomfort, irritable bowel syndrome, endometriosis, endometrial ablation, hypersensitivity, genital haemorrhage, hormone level abnormal, mental disorder or bladder disorder. The reporter commented: patient did have an attempt at essure sterilization, but this was only successful on the right side, on the left the coil refused to pass down the tube and curled up on itself and was removed. She also had menorrhagia and had an endometrial ablation at the same time with left-sided tubal ligation as the essure procedure could not be completed. Laparoscopy bilateral filshie clip occlusion of the tubes in (B)(6)2013 was uneventful. From 2014 to 2017 the patient suffered increasing pain and discomfort in her abdomen, fatigue, and swollen stomach. She was not experiencing periods due to an ablation procedure. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She was sent to a gynaecologist who discovered in (B)(6)2017 that the essure device fitted in (B)(6)2013 had been left in situ when she was sterilised with the clips. She was reassured that essure was not the cause of her pain and was treated with prostap in (B)(6)2017. She was unable to tolerate this treatment and was taking hormone replacement therapy. She eventually underwent a hysterectomy on (B)(6)2017. Doctor understands that patient's pain is more likely to be due to endometriosis confirmed to her that the essure coil was removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy peritoneum] on (B)(6)2017: her that the essure coil was removed intact [computerised tomogram abdomen] on (B)(6)2017: indication: right iliac fossa discomfort comparison with: report of CT ivu (B)(6)2016. Findings: minimal atelectasis changes at the lung bases. No pleural effusion abdomen and pelvis mildly bulky bilateral adrenal glands. The liver, spleen, pancreas, kidneys are within normal limits, allowing for simple cysts. There is no evidence of size-significant retroperitoneal or mesenteric lymphadenopathy. No evidence of ascites. Faecal loading; mild sigmoid diverticulosis. Otherwise, normal appearances of the serosal surface of the unprepared bowel loops with no evidence of bowel obstruction or perforation. No evidence of appendicitis. Comment: mild sigmoid diverticulosis. Prominent bilateral ovaries may be physiological. Otherwise, no sinister underlying pathology is demonstrated, up to the limitation of unprepared bowel study [investigation] (date unknown): various consultations and referrals produced differential diagnoses including irritable bowel syndrome and potential kidney problems, which was later ruled out [laparoscopy] on (B)(6)2017: findings: normal sized mobile uterus previous t/l to each tube. Noted ovaries normal puckering with endo left ovarian fossa procedure: routine entry as per bsge guidelines bipolar to perform salpingectomy, open broad ligament on each side and reflect bladder down uterine sealed. Tubes then removed from uterine specimen. Essure device removed from right tubal remnant uterus cut off cervix additional bipolar to cervical stump and canal specimen removed with morrcellator peritoneal biopsy from left ovarian fossa [ultrasound pelvis] on (B)(6)2012: normal appearances of anteverted uterus measuring 62 x 3 7 x 4 5 mm - endometrial thickness - 4. 3 mm.· both ovaries were seen and appear normal; on (B)(6)2016: normal [x-ray of pelvis and hip] on (B)(6)2017: pelvis: no bony lesion. No soft tissue abnormalities. Sterilization clips noted. There is a linear metallic density seen near the right sterilization clip as was also seen in the previous CT dated (B)(6)2016. Anteverted uterus which appears normal in size, shape and echotexture. There is a right sided essure sterilization clip noted. Normal appearance of the endometrium which has an ap diameter of approx. 3.4 mm. Left ovary contains an avascular, heterogeneous cyst measuring approx. 30x29x28 mm. Appearances are suggestive of hemorrhagic cyst. Right ovary contains a predominantly simple cyst containing an area of internal echoes clot measuring 27x32x24 mm. No vascularity demonstrated with doppler. No free pelvic fluid. The urinary bladder contours normally. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, malaise, abdominal distension, endometrial ablation, abdominal pain, amenorrhoea, abdominal discomfort and myalgia. Lot number: b09704 manufacturing date: 2013/03 expiration date: 2016/03/31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. New event heavy menstrual bleeding added. Lab data added. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) ) on 15-sep-2017. The most recent information was received on 13-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("permanent period pain on one side / the pain is getting worse and worse") and pelvic pain ("chronic pelvic right pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included parity 3. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("implanted right tube, unable to implant left tube, doctor couldn't get the other (coil) into position"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal distension ("extremely swollen stomach, swelled to the size of a nine-month pregnancy"), headache ("severe headaches"), immunodeficiency ("low immune"), myalgia ("muscular pain"), fatigue ("crippling fatigue") and arthralgia ("joint pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel") with rash and malaise ("seriously unwell"). The patient was treated with analgesics and surgery (to remove her womb, fallopian tubes and ovaries, earliest date for this will be (B)(6) 2017). Essure treatment was not changed. At the time of the report, the dysmenorrhoea had not resolved and the pelvic pain, complication of device insertion, abdominal distension, headache, immunodeficiency, myalgia, fatigue, arthralgia, allergy to metals and malaise outcome was unknown. The reporter provided no causality assessment for allergy to metals, dysmenorrhoea and malaise with essure. The reporter considered abdominal distension, arthralgia, complication of device insertion, fatigue, headache, immunodeficiency, myalgia and pelvic pain to be related to essure. The reporter commented: implanted right tube, unable to implant left tube. The doctor got one of the springs in but couldn¿t get the other into position. Taken in 8 weeks later and had laparoscopic sterilization. No follow up. In 2016 she was referred to a kidney specialist who said she could see an unidentified object on x-ray. She sent her to a gynaecologist who discovered only found out (B)(6) 2017 that when she was sterilised with the clips, they had left the essure in, she was sterilised over the implant. She has been told the only solution was surgery to remove her womb, fallopian tubes and ovaries, but waiting lists mean the earliest date for this was next (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2016: unidentified object . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: dysmenorrhea. The analysis in the global safety database revealed 145 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: it was detected that this record is a duplicate to record# (B)(4). All information will be retained in this record, duplicate # (B)(4) will be deleted. Additional information had been received via consumer ((B)(4)): (B)(6) year-old consumer, parity 3, had essure inserted for female sterilisation. Additionally reported event: dysmenorrhoea ("permanent period pain on one side / the pain is getting worse and worse") considered serious due to medical importance and intervention required (incident) treated with analgesics, outcome not resolved, malaise ("seriously unwell"), allergy to metals ("allergic to nickel") with symptom "rash" added. Event term complication of device insertion amended with "doctor couldn't get the other (coil) into position", abdominal distension amended with "stomach swelled to the size of a nine-month pregnancy". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.